Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: m030002. 2.5 hours of operation: 2879. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. No anomalies could be detected. A lot of drive test errors, during the syringe change could be found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Sporadically, the drive test error occurred. (Pictures are attached to the pc notification) 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,47%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: the device was disassembled, and the inside was investigated. The claw mechanism and the drive head housing were damaged by an impact damage. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "underinfusion". According to the customer: "the flow perfused is lower thant the flow which has programmed".